Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Motor passed motor test. The displacement test functioned properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that he recently wore the device during a medical procedure involving magnetic fields. Blood glucose level at the time of the incident was 189 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.